Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead showed high impedance with no capture at high outputs. A possible fracture was suspected and noise was noted. The lead explanted. Due to the tortuosity of the vein and loss access to the cs branch, a new lead was not implanted. No patient complications have been reported as a result of this event. No patient complications have been reported as a result of this event.